Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored, the battery compartment was cracked, and contamination was found under the keypad button contacts. This report is made based on the results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to the display with auditory and vibratory features. The display had a pinkish discoloration and was dim. The battery compartment was cracked from the top to the case seal. The keypad cover was peeled off and the investigation was unable to test the button functions. Contamination was found under all the button contacts. In addition, the bolus button cover was punctured. (B)(6).